Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked. Reportedly, the cartridge was filled with 270 units, the top part of the cartridge appeared to look "screwy", and the cartridge may be cracked on the back. The user loaded a new cartridge. The user reported a blood glucose (bg) level of 250 mg/dl and the user addressed bg level with a bolus via the pump.